Event description:
It was reported that suture placement was attempted using the ante grade stick through a graft in the left common femoral artery using the preclose technique prior to a percutaneous transluminal angioplasty (pta). The arteriotomy was 10fr. Reportedly, after placement of the device, the foot plate failed to retract and was removed in the open position. A cut-down was performed to remove the device prior to the peripheral procedure. The artery was surgically sutured closed following the pta procedure. A clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the access site was and antigrade puncture in a vascular graft. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with access sites in vascular grafts and patients with antegrade punctures. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.